Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device change out due to normal eri, externalized conductors were observed. Noise and decreased in pacing lead impedance were also noted. The lead was capped and replaced. The patients condition is good.